Manufacturer narrative:
It was reported that while on life 2000 home-therapy, the patient¿s oxygen saturations dropped to 83-85%. The patient switched to her normal oxygen via nasal cannula and quickly recovered to 97% with no additional medical intervention required. The patient is a 67-year-old female on hospice care with a relevant medical history of copd, chf, asthma, gerd, mi, and htn. She uses a 5l lifestyle concentrator and there have been no reports of the flowmeter ball dropping while in use with the life 2000. The patient additionally stated she does not feel like the ¿air is coming out as strong on her vent¿ and device has provided a high pip alarm. It is noted she recently switched out new device tubingand confirmed all connections were properly connected. Due to the high pip alarm, malfunction was alleged. An in-home visit was completed by the trainer, and the ventilator in question was swapped out and returned to hillrom for inspection. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Inspection of the device by a hillrom technician found the ventilator to be functioning as designed. Hypoxemia (low oxygen saturations) is a below-normal level of oxygen in the blood, specifically in the arteries. Normal adult blood oxygen levels typically range from 95 to 100 percent. Oxygen desaturation can be contributed to disorders such as respiratory failure, respiratory infections, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below normal range, the change was temporary, and medical intervention was not required. Additionally, the patient recovered at home by switching to the already prescribed oxygen therapy, and there was no report of permanent impairment of body function or damage to body structure, which concludes/indicates no serious injury occurred. The ultimate cause of the reported drop in oxygen saturation is unknown, and likely multifactorial due to the patient's underlying pulmonary pathology. However, hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor concentrator is likely to lead to a serious injury if the event were to recur. Based on this information, no further action is required.

Event description:
It was reported that while on life 2000 home-therapy, the patient¿s oxygen saturations dropped to 83-85%. The patient switched to her normal oxygen via nasal cannula and quickly recovered to 97% with no additional medical intervention required. This report was filed in our complaint handling system as complaint #(B)(4).